Event description:
The deep brain stimulator was turning off. There was no incident or accident related to this complaint. No other clinical data was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.